Manufacturer narrative:
Section d4: serial #: unknown/not provided. Section d4: model # unknown/not provided. Section d4: catalog # unknown/not provided. Section d4: expiration date: unknown, as the serial number of the system was not provided. Section d4: UDI #: UDI # is unknown as system model or serial number was not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section g4 PMA/510(k) number - unknown as system model was not provided. Section h3: the system was not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. Note. The customer has two jnj phacoemulsification equipment models at the site (veritas system and whitestar signature pro) and it is unknown which equipment was used during the reported event. If additional information is received then we will submit a follow-up report at that time. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the procedure, the patient¿s capsular bag ¿busted¿ and the patient was left aphakic. The johnson and johnson (jnj) phaco equipment was involved. The extent of the involvement was not provided. Follow-up was performed but no further information was provided.

Manufacturer narrative:
Additional information. The name and serial number for the johnson and johnson equipment is veritas. The serial# is (B)(6). The account says they do not have the serial number for the opo73 pack that was used in this surgery. No more information is available. Section d1, brand name: veritas vision system, section d3, establishment name: johnson & johnson surgical vision, inc., section d3, adress-line1: 31 technology drive, section d3, city: irvine, section d3, postal office or zip code: 92618, section d4, model number: vrt680300, section d4, catalog number: vrt680300, section d4, serial number: (B)(6), section d4, primary unique device identification (UDI) number: (B)(4), section d10, concomitant medical products and therapy dates. Opo73 pack, section h4, device manufacture date: jul 10, 2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.